Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Accuracy testing was performed to test the device. The reported problem was not duplicated. The test results were all with in specification. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that a smiths medical pump under delivered medication. The settings showed: res vol. 120ml. Delivery rate 1ml hr. At the end of infusion the pump indicated, residual volume 0 but there was 15.1ml of fluid remaining in the bag. There were no reported adverse events.